Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator stand was damaged, and the caster wheel had a flat spot. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: a follow up was performed with the biomedical engineer, and it was reported that the caster was replaced, to resolve the issue.